Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent rigid sigmoidscopy, sigmoid resection and rectopexy, splenic flexure takedown and abdominal enterocele repair on (B)(6) 2012 due to obstructive defecation and pelvic prolapse, rectocele and enterocele. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and pelvisoft was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to cystocele and rectocele.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with anterior and posterior repair. It was reported that patient underwent excision of eroded mesh, sphincteroplasty, posterior repair with graft of acell, enterocele repair and intraperitoneal vaginal vault suspension on (b)(46 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, recurrence, bleeding, dyspareunia, urinary problems, bowel problems, and vaginal scarring.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.